Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic dependent patient presented in clinic. Upon interrogation, it was observed the pacemaker was in backup vvi mode. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was completed. The pacer was received in backup with battery levels at eol. Electrical and mechanical analysis performed, indicated normal device functionality. Battery fluctuation test indicates the backup resulted from eol battery condition and is considered normal.